Event description:
It is reported that the dr (B) (6) was preparing the glenoid for a tm reversal baseplate. He inserted the guide pin using the appropriate guide and proceeded to drill the peg hole over the guide pin. While drilling the peg hole, the outer sleeve broke off from the central drill leaving the drill imbedded in the glenoid. The drill portion was backed out and the central hole was finished with another device.

Manufacturer narrative:
(B) (4). Evaluation summary: excessive bending loads may have been placed on the drill during the drilling operation via the attached straight driver. The exact cause cannot be definitively determined. Evaluation: as returned, the weld connecting the drill and the drill sleeve has failed. The device has a potential field age of approximately 3 months. Device history records indicate all components were manufactured and inspected to specification.